Event description:
It was reported, there was difficulty filling or aspirating the reservoir. The health care professional (hcp) was able to aspirate the reservoir but unable to fill it. The tubing was patent. There was no depth issue. The pump was a little deep, but the hcp was confident the needle was in the septum and the silicone rubber septum was felt. The needle was patent. Two needles were tried. It was still unable to be filled when aspirating syringes full of air was tried. The patient was very thirsty and uncomfortable. The patient was also shaking and hitting his side on the wheelchair. The pump was being used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Product ID 8709, serial# (B)(4),implanted: 2002 (B)(6); product type catheter. (B)(4).